Event description:
The nurse reported that the central nurse's station (cns) that monitors telemetry is completely down. It just shut off. The unit was back up and running. The biomedical engineer (bme) showed up and powered the unit back on. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) that monitors telemetry is completely down. It just shut off. The unit was back up and running. The biomedical engineer (bme) showed up and powered the unit back on. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns), monitoring telemetry transmitters, spontaneously shut down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns), monitoring telemetry transmitters, spontaneously shut down. The biomedical engineer (bme) was able to power the unit back up. No patient harm was reported. Investigation summary: there was no other information provided on how the issue was resolved. A review of the history of the serial number identified no other reports of this issue on this device. Based on the available information, a definitive root cause could not be identified. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptible power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, mother board, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, or inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H10: additional manufacturer narrative.